Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced a no delivery alarm. Customer reported of being hospitalized due to hypothyroidism and chest pain; not related to diabetes. Customer's blood glucose was 485 mg/dl. It was reported that insulin did not exit and pump alarmed with two 5.0 unit fixed prime. It was reported that connection may have been occluded. After troubleshooting, customer was advised that infusion set and reservoir would need to be replaced.